Event description:
Event description guidant received information that, during a pacemaker replacement for normal battery depletion, this ventricular lead was found fractured. The lead had worked fine prior to the procedure. The caller thinks it is possible the lead was cut during the procedure.